Manufacturer narrative:
Additional information: product analysis: visual and optical examination identified implant threads stripped from the threaded hole, and unable to retain the implant. Additionally, deformation on one side of the implant inserter interface tangs suggest bending stress, which could translate into axial stress on the implant threads. The above observations are consistent with bend stress overload.

Event description:
It wa reported that a patient underwent a spinal fusion at l5-s. It was reported that after insertion of the cage, the physician attempted to remove the cage and re-position, and the "inserter cont acting hole" was broken, and the cage detached from the inserter. The surgical time was extended for less than 15 mins due to the incident. The implant was removed using an inner shaft of the inserter and the procedure was completed without any further incident. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.